Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow up, this pacemaker was found to be operating in safety mode. Premature battery depletion was suspected and the device was explanted and replaced the same day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.